Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the quick serter was not working properly. Customer's blood glucose reading at the time of the call was 517 mg/dl. Customer mentioned that his blood glucose readings were high due to a no delivery alarm during bolus. Customer ate without taking a bolus. No further information reported.